Event description:
The customer reported the fluoro pedal doesn't work, and the screen is flashing and going black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable, sys interface board, footswitch, video controller board, and image processor board. Sys operates as intended. (B) (4).